Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming out of the cartridge and into the patient line. The customer's blood glucose level was 236 mg/dl and it was addressed with a bolus. The customer changed the cartridge and resumed insulin delivery. Reportedly, there was another air bubble in the infusion set tubing. It was noted that the customer did a fill tubing and the air bubble was removed.